Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of failure code 812:05 on channel c. This event occurred during product evaluation. According to a baxter service technician, the device failed to audibly alarm for this failure code. There was no report of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
The reported condition of failure code 812:05 was confirmed through the event history. The failure code did not recur after powering off and on, therefore no further action is needed per the service manual. Should additional information become available a follow up medwatch will be submitted. Additional information: this device utilizes user interface module master software version 5.04.00 categorized as unremediated. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of ?812:05". (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:05 was confirmed by baxter personnel as a cascade failure of failure code 531:320:844:0000. The condition was caused by a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition.